Event description:
It was reported that during stent deployment procedure on arterial iliac, the stent allegedly failed to deploy. It was further reported that sheath allegedly unsheath during the deployment. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified. Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. A force transmitting catheter segment inside the handle was found to be fractured due to increased deployment force. The device was used during treatment of an abdominal aortic aneurysm and the tracking path was reported being tortuous in an almost 180 degrees turn. Based on the evaluation of the sample returned and the event information available the reported impossibility to deploy the stent was confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the current labeling for this product, the potential issue was found to be addressed. Based on the instructions for use delivery system specific events that could be associated with clinical complications include failure to deploy as well as high deployment forces. The reported use of the device during treatment of an abdominal aortic aneurysm represents an off label use of the device. Based on the instructions for use the covera vascular covered stent is indicated for the treatment of stenoses in the upper extremity venous outflow of patients dialyzing with an arterio-venous (av) access graft or fistula. Correct covered stent deployment was found to be properly described. (Expiry date: 01/2022).